Manufacturer narrative:
The device was not returned to edwards for evaluation. The healthcare provider reported that the device cannot be returned without patient authorization. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Structural valve deterioration (svd) can result in regurgitation and/or stenosis. In this case, the svd led to both stenosis and regurgitation. Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. Regurgitation often develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing regurgitation by providing more efficient hemodynamics and longer tissue durability. Based on the information received the root cause cannot be determined; however, patient factors may have contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. Edwards received information that a 25mm bioprosthetic aortic valve, implanted twelve (12) years, four (4) months, seventeen (17) days, was explanted due to prosthetic valve dysfunction with severe aortic insufficiency and aortic stenosis. The 25mm bioprosthetic valve was noted to have severe leaflet deterioration. The explanted device was replaced with a 21mm aortic valve. It was reported that the patient had an intra-aortic balloon pump placed. The patient had stable hemodynamics when transported to the intensive care unit.